Manufacturer narrative:
The patient involved the police. Therefore, the authorities initially confiscated the generator and involved accessories. But the equipment has since been released and is being evaluated. If any equipment problem is found that could be associated with the event, then it will be detailed in a follow up report. Nonetheless, it appears that the clinicians were directly responsible for the incident. Most likely, a combustible disinfectant or an oxygen source was ignited due to the cautery device being placed in its vicinity (i.e. Laid on the patient's neck). Warnings in the esu's user manual caution medical personnel not to lay instruments on patients, to be aware of combustible situations, etc. Finally, no anomalies were found in the device history record (DHR). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu with a bipolar forcep was used in surgery on eyelids. The instrument was laid down on the patient's thorax which resulted in flames appearing on the patient's neck. The surgical field was burnt and the patient suffered 2nd degree burns on the nape of the neck. No further information on the patient or any additional medical treatment was provided. The unit was distributed by our parent company to a hospital in another country. Therefore, the part (catalogue) number of the generator is different than the number in the united states.